Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his son (the patient) alleging that the pump had an intermittent power issue. The reporter claimed that over a course of 3-4 weeks in (B)(6), the patient allegedly woke up in 4 instances with no power to the pump. In 2 of the 4 instances, the reporter claimed that the patient developed ketones with symptoms of nausea and vomiting. The patient's blood glucose (bg) levels reportedly ranged from "300 mg/dl" to "high" during a 3 week period. The reporter denied that the patient received any medical intervention during the time of concern. When the power issues occurred, the pump was restarted and the patient was given shots to bring his bg levels down to normal range. The reporter denied that the pump had any damage to the battery compartment or battery cap. The reporter also claimed that the pump would not power on despite using multiple batteries from different packages. At the time of contact with anm, the reporter did not have the subject pump on hand for troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels with symptoms suggestive of severe hyperglycemia after the alleged power issues began with the pump.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump history indicated that rebooting occurred. The pump history shows evidence of the pump date being changed. No damage was found to the pump. The pump was found to be delivering accurately. The pump was exercised for 24 hours with no power issues. Unrelated to the event the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.